Event description:
The surgery center reported scratch on the cone (lens) issue with an intralase patient interface (pi) after the patient was applanated. Surgery was completed successfully.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60078154. All devices met material, assembly and performance specifications at the time of product released. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device evaluation; device available for evaluation? Yes. Returned to manufacturer on: 11/14/2018. Device returned to manufacturer? Yes. Device evaluation: the device was returned within its original packaging confirming the reported lot number of 60078154. A visual inspection of the returned device did not reveal any damage to the components. The reported "scratch" event cannot be confirmed. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.